Event description:
It was reported that two days post implant, the patient received a vibratory alert due to high hv impedance. After programming changes were made, the impedance was in normal range. Patient condition was good after the event.

Manufacturer narrative:
(B)(4).